Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. D4 serial number unknown. D4 primary UDI number not known as no serial number provided. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a loss of mechanical ventilation during a case due to battery failure. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.